Event description:
This event was captured based on literature review of the article: mitraclip implantation for high risk patients with severe mitral regurgitation: the sheba experience. It was reported through a research article identifying that the mitraclip system may be related to a patient death. Specific patient information is documented as unknown. Details are listed in the attached article, titled mitraclip implantation for high risk patients with severe mitral regurgitation: the sheba experience. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Manufacturer narrative:
(B)(4). The incident information was reviewed. In this case, there were no reported device malfunctions, and the products were not returned for analysis. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known potential complication associated with the mitraclip procedure. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device.